Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically repositioned due to loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically repositioned due to loss of capture (loc). No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead loss of capture (loc) had been attributed to lead dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.